Event description:
Customer reported a leak in tubing during a lipid infusion located at the proximal smartsite valve. No pt harm reported. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.